Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using a penumbra coil 400. During the procedure, the physician experienced resistance as the penumbra coil 400 was being advanced in a px slim delivery microcatheter. The physician then noticed that the pusher assembly of the coil was kinked. The physician then removed both the delivery microcatheter and the penumbra coil 400 as the physician believed that the coil had unintentionally detached in the delivery microcatheter. The penumbra coil 400 was flushed from the delivery microcatheter with a syringe and was confirmed that it did not detach. The procedure was completed using the same px slim delivery microcatheter and new penumbra coils. There was no report of an adverse effect on the patient and the patient's condition was well post procedure.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.